Event description:
It was reported that the programmer was unable to write to a floppy disk. It was returned for repair and subsequently tested out of specification during manufacturer's analysis. No patient complications or involvement were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) and (B)(4): the device and rf head were returned and analysis found that there was a disk drive subassembly failure, that there was a connector/terminal post problem, that the window was cracked, there was a telemetry problem due to the cable being out of specification and the label was damaged.